Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va17zh5 implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the device has apparently moved or shifted on a nerve or something. Patient stated she can hardly stand the pain or put her leg down to walk because the pain was so great. Patient stated the pain was really bad on the day of this call and it was worse than last week but she has noticed it periodically since she has started having to be in bed all the time and on her back. Patient stated she broke pelvic bones a few months ago on the opposite side of her ins and she has stayed in bed a lot since christmas up until a few weeks ago. Patient reports the pelvic bones breaking are not related to the mgu therapy. Patient reported it was a hairline crack. Patient stated she had work done on her knee and they pulled her right leg out of the way, to get to the knee to put a knee block in, that must have cracked the two bones in the pelvis. Patient stated she has lost some weight and stated she thinks that maybe have caused the shifting. Patient stated she can almost pick the ins up and can feel the wires periodically. Patient stated it shifts and moves and was floating around. Patient stated the therapy was off and asked if this was normal. The patient indicators for use were gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.